Event description:
The user facility reported that the device failed the leak test, and during an unspecified procedure, they experienced complete loss of image. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, but received no further details regarding the reported event. The device referenced in this report was returned to olympus for eval. The eval was able to duplicate the image difficulty. The image initially flickered and then after a few seconds the video image was completely lost. There was evidence of fluid invasion and corrosion inside the electrical connector and on the charge coupled device flexible printed circuit (ccd-fpc) unit, which likely caused the image difficulty. However, the colonovideoscope passed the leak test. The fluid appeared to have entered the scope due to mishandling or failure to properly secure the water resistant cap during the leakage testing. The evaluation also found the light guide lens was cracked and bending section frayed. The device was serviced and was returned to the user facility. The cf-h180al reprocessing manual warns users, "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." This report is being submitted as a medical device report in an abundance of caution.